Event description:
A perforation occurred in the right coronary artery (rca) following wire advancement. Stents were deployed to resolve the perforation, and the patient was transferred to the ICU.

Manufacturer narrative:
Additional procedure and outcome information has been requested, along with device information. A supplemental report will be submitted after the information is received. Csi ID: (B)(4).

Manufacturer narrative:
Updated data: b4, g6, h2, h6, h10. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number could not be reviewed since the lot number of the device was not provided. Csi ID: (B)(4).